Manufacturer narrative:
Concomitant medical product: 5568-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning, with a gradual pacing impedance increase to high levels noted. Reprogramming was to have been performed, and the rv (right ventricular) lead was later capped and replaced. No patient complications have been reported as a result of this event.